Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had a noisy image that occurred. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, olympus confirmed the noisy image that occurred; however, it is likely the following led to the malfunction: due to damage on charge coupled device (ccd) unit. Therefore, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.